Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07581, 3006705815-2023-07582, 3006705815-2023-07583. It was reported the patient¿s system was unable to be placed into MRI mode due to high impedances and the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.